Event description:
The pt has a long history of surgeries and it is thought, the surgeon revised and extended a posterior surgery due to non-union followed by an anterior surgery and placement of an atb plate and screws at l5-s1. Reportedly, there has been a screw breakage at s1.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.